Event description:
It was reported that no capture and low r waves were observed on the right ventricular (rv) lead. Tachy therapy and pacing was programmed off. The patient was awaiting rv lead revision. The patient was stable before, during and after the event.

Manufacturer narrative:
The reported events were lead dislodgement, cardiac perforation, inappropriate/inadequate shock/stimulation, failure to capture and r-wave amplitude variation. As received, a complete lead was returned in one piece. The reported events of inappropriate/inadequate shock/stimulation, failure to capture and r-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The tip stiffness test was performed and all results were within specification.

Event description:
New information received notes the patient was brought in to the electrophysiology lab. It was noted that the patient complained of a shock sensation with right ventricular (rv) and biventricular (biv) pacing. There was no complaint on left ventricular (lv) pacing or with their intrinsic rhythm with no pacing. The chest discomfort could be felt as soon as rv pacing was on. A chest x-ray confirmed the rv lead dislodged and perforated the right ventricle. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure and was to continue with monitoring.